Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the patient had a right tha on (B)(6) 2006. The patient had a revision surgery on the (B)(6) 2019 due to a periprosthetic fracture due to fall. Intraoperative wear and loosening was detected. Review of received data: xray: one x-ray has been received dated (B)(6) 2019. It can be confirmed that the patient's bone has fractured. Medical data has been received and reviewed by hcp: implantation surgical report dated (B)(6) 2006: severe right hip osteoarthritis, complete loss of joint space, pain not controlled by conservative treatment. Intraoperative trialing and imaging used to ensure correct implant size and joint stability. Primary surgery with no noted complications. Revision surgical report dated (B)(6) 2019: revision right total hip arthroplasty with open reduction internal fixation of periprosthetic fracture and closed reduction application of splint for left wrist colles fracture. Contributing condition: patient fall. Right femur really comminuted fracture (bone is broken into several pieces). Findings: comminuted right periprosthetic femur fracture with loosening of the total hip and wear. Stem, head and inlay are explanted. Stem could be removed without any effort. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Conclusion summary: it was reported that the patient had a right tha on (B)(6) 2006. The patient had a revision surgery on the (B)(6) 2019 due to a periprosthetic bone fracture due to fall. Intraoperative wear and loosening was detected. No further information has been received to confirm the reported wear. Most likely, the fall which the patient experienced caused or contributed to the periprosthetic bone fracture. As only one x-ray, which was taken after the patient's trauma, has been received, no further investigation of the reported loosening can be performed. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: item# unknown, lot# unknown, converge rim flare porous shell 49mm. Item# unknown, lot# unknown, unknown head -4 32mm. Item# unknown, lot# unknown, unknown liner 32 x 49. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately thirteen years post implantation due to periprosthetic fracture. Attempts to obtain additional information have been made; however, no more is available.